Manufacturer narrative:
(B)(4). Visual inspection of the device confirms that the low density polyethylene bag (ldpe) adhered to the distal surface of returned femoral component. The device is used for treatment. This issue has been previously investigated and as part of corrective action, a new supplier for the polyethylene bags has been selected and testing completed to ensure thermal reliability and stability of the new bags. Field action z-0845-2016 was initiated on january 11, 2016 to remove remaining affected units from the field. This field action contains the related part and lot number. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that upon opening the femoral implant, the scrub tech noticed that packaging plastic was stuck to the implant. A different implant was utilized.